Event description:
(2/2 reference (B)(4) for related complaints) (documenting pump) it was reported cadd- pump ? Alarmed no disposable, clamp tubing. No patient injury reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the upper back label was missing upon receipt. Error codes were not found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as, after running three accuracy tests, the pump was found to be within manufacturing specifications. Root cause of the reported event is unknown as no fault was found. No actions were taken as the pump was found to be within manufacturing specifications. Product is beyond 11 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400, e4: correction: initial reporter sent to FDA: unknown.